Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker was hospitalized about two months post-implant due to av block caused by a suspected pacemaker failure. It was also reported that the patient had another hospitalization later (timeframe not known) due to an apparent perforation of the left ventricle. It is unknown what surgical interventions were performed. Evidence suggests the device remains implanted and in service. At this time, the patient has initiated legal proceedings against the implanting physician, the hospital, and boston scientific.